Event description:
The representative reports oversensing on the ventricular lead resulting in inappropriate shocks. The impedance on the lead occasionally drops below 200 ohms. This system was removed and replaced with an OEM system. The ICD was near eri. The exact date of explant is not available at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available. Should additional relevant information or the device itself become available, the investigation will be updated.